Event description:
The patient was not able to adjust stimulation. The "call your doctor" icon displayed. An out of regulation (oor) condition occurred. The oor message was seen about 5 days ago but then was mentioned it was 2-3 weeks ago. The issue was with the right ins, whenever he attempts to increase the amp he would get the oor message. He was still receiving therapy and his tremor was not bothering him. He did have a dental procedure, bite wing x-ray done, about the same time as when the oor message appeared. It was unknown if there was a fall. The patient was last seen by his health care provider (hcp) a couple weeks ago and there were no out of range impedances noted. It was later reported the same day that the patient was able to bypass the oor message and increase the voltage. He has an appointment with his hcp on (B)(6) 2014. The ins voltage showed 2.92v which was considered normal for 4 months post implant. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va08wz4, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0b0kv, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).